Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level over 600 mg/dl. The customer¿s current blood glucose was 455 mg/dl. The customer treated with insulin drip. The customer's spouse reported that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer's spouse reported that the drive support cap was normal. The reservoir will not be returned for analysis.